Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer, analyzed, and tested out of specification. No patient in volvement or complications were reported.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head to be mechanically out of specification; the cable was twisted. The label backing was also missing. (B)(4).